Event description:
Ous MDR - it was reported that a drop in impedance and detection of myopotentials were noted during the follow-up. The lead was then explanted. No worsening of the patient's state of health was reported. The implant date was not provided.

Manufacturer narrative:
The lead was received in two fragments. The lead was capped off 13 cm distal from the is-1 connector pin. During the analysis, it was found that the insulation had been damaged due to friction. This damage is highly likely the cause of the clinical complaint. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. We cannot rule out that the lead body position contributed to this damage. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Shock coil deformation is likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.